Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, low impedance and diminished sensing. It was further reported that the right atrial (ra) lead was exhibiting high thresholds, low impedance and diminished sensing. Both of the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted (B)(6) 2001. (B)(4).